Event description:
The patient reported they had low blood pressure and that their new implantable pulse generator (ipg) had not been programmed to the same rate as the previous ipg. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).